Event description:
It was reported that the physician performed drainage procedure due to cardiac tamponade caused by suspected right atrial (ra) lead perforation. Approximately 400cc of pericardial effusion. This lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the physician performed drainage procedure due to cardiac tamponade caused by suspected right atrial (ra) lead perforation. Approximately 400cc of pericardial effusion. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to the initial emdr in h6 impact codes.